Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the blood vessel flexibility was strong and the delivery catheter system (dcs) was pushed strongly against the vessels leading to the blood vessel damage. It was reported that the blood vessels in the vicinity of the common iliac artery were abnormally bent during the passage of the dcs.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was slight deformation to the capsule at the site of delamination. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a left transfemoral approach with a minimal blood vessel diameter of 5.7 mm by 6.2 mm was used. The delivery catheter system (dcs) and valve were inserted into the patient; however, once the nose cone advanced past the common iliac artery to the terminal aorta, it became stuck. Subsequently, a gradual drop in blood pressure was observed. Contrast radiography revealed a rupture with blood leakage from the common iliac artery. Hemostasis was maintained using an occlusion balloon while attempt was made to stop the bleeding using a balloon dilation catheter; however, this was unsuccessful. A laparotomy was performed and a synthetic graft was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-34}; product lot/serial number { (B)(6) }; product type: {0195-heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.